Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions (pvc) procedure, after performing ablation in rvot, a cardiac tamponade occurred. Two sessions of rf ablation was applied at the rvot, during the two minute waiting period, the patient went into the cardiac arrest, and an echocardiogram revealed a tamponade had occurred. A pericardiocentesis was performed to stabilize the patient and the procedure was aborted. The patient is currently in stable condition. There were no performance issues with any abbott devices.